Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery returned with the pump shows no evidence of overheating. There was no activity related to the complaint observed in the pump history. The battery compartment and cap were found to be intact with no damage noted. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for eight hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. (B)(6).

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter alleging that the pump and pump battery felt hot to touch. The reporter did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she encountered a possible overheating pump and pump battery. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.